Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported fatigue appears to be related to the reported cerebrovascular accident (disseminated cerebral infarction); however, a cause for the disseminated cerebral infarction cannot be determined. Cerebrovascular accident and fatigue are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as medication was provide for the cerebral infarction. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, patient returned symptomatic with disseminated cerebral infarction. Medication was provided for treatment of cerebral infraction. The patient faced difficulty to walk. The patient is under monitor. There was no clinically significant delay.